Event description:
It was reported that the patient experienced abdominal stimulation due to lead migration right after the implant procedure. It was unknown what caused the lead migration. The patient underwent a lead revision procedure and was doing well postoperatively. No device was explanted.